Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported sheath splitting issue was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated nonconforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents with sheath splitting issues reported for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, there was resistance with sheath splitting and the guide got bent. The angle was correct, but splitting stopped half way down. The procedure was aborted. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. Hemostasis was achieved using a non-abbott device and manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.